Event description:
Customer called to report the insulin pump alarmed for motor error during the bolus delivery. Blood glucose reading was 50 mg/dl. Assisted the customer with clearing the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor. No motor error alarm noted, the motor was tested outside of device and passed. The insulin pump passed displacement test and basic occlusion test. The insulin pump was received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners, belt clip slot and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).